Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to impedance and threshold measurements were not in acceptable range. A new lead was implanted. No additional adverse patient effects were reported.